Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that six bedside monitors (bsms) monitored by the central nurse's station (cns) disappeared from the cns screen. All six tiles were completely blank except for the bed and device ID. No patient harm or injury was reported. Investigation summary: communication loss is an alarm that displays on individual bed tiles on the cns to alert clinicians that the cns has lost communication with one or more patient-connected devices it is monitoring. These patient-connected devices could be a bedside device such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the communication issue is typically due to the bedside or the org receiver having been disconnected from the network. The cns was brought in for evaluation. Nihon kohden repair center (nk rc) evaluated the cns but did not observe the issue with communication loss. The customer reported that the issue resolved after swapping out the reported unit with another but did not provide any other details. As such, the issue of communication loss is unlikely to be related to an nk device malfunction. Possible causes could be related to device set up or customer network related issues. Complaint history review of pu-681ra serial number 952 reveal no additional complaints reporting of communication loss. .

Event description:
The biomedical engineer (bme) reported that six bedside monitors (bsms) monitored by the central nurse's station (cns) disappeared from the cns screen. All six tiles were completely blank except for the bed and device ids. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they see a black tile on the central nurse's station (cns) for ed 123. When they click on >>, 6 boxes show up, but they all display blank. Nihon kohden technical support (tech support) had them click >> for another tile with good waveforms, 6 boxes show up, and they can see text such as admit/discharge, etc. Ed 123 shows in monitored bed settings and host table. Tesh support had them stop monitoring and start monitoring ed 123, but issue persists. They can see waveforms on the split screen on the left when he is in monitored bed settings. When they go to all beds screen, black tile with just the bed name. While troubleshooting rebooting and starting the cns to resolve this issue, it started to boot loop. Tech support had them manually load the cns application. The cns application loads into all beds, but issue persists. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they see a black tile on the central nurse's station (cns) for ed 123. When they click on >>, 6 boxes show up, but they all display blank. Nihon kohden technical support (tech support) had them click >> for another tile with good waveforms, 6 boxes show up, and they can see text such as admit/discharge, etc. Ed 123 shows in monitored bed settings and host table. Tesh support had them stop monitoring and start monitoring ed 123, but issue persists. They can see waveforms on the split screen on the left when he is in monitored bed settings. When they go to all beds screen, black tile with just the bed name. While troubleshooting rebooting and starting the cns to resolve this issue, it started to boot loop. Tech support had them manually load the cns application. The cns application loads into all beds, but issue persists. No patient harm was reported.